Event description:
A nurse reported that a patient dropped their infusion bag and the tubing broke and leaked as a result. The patient was unaware of the leak at the time it occurred. Medication was 5fu. Infusion parameters unknown.